Event description:
A malfunction alarm identified as malf 9 was reported, displaying fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.